Manufacturer narrative:
E1: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high definition liquid crystal display monitor displayed a black screen. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the investigation results, it is estimated that the screen blackout occurred due to a failure of the printed circuit board. The root cause could not be identified. Olympus will continue to monitor field performance for this device.